Event description:
Boston scientific received information that the implanted atrial lead was observed to be dislodged. The lead remains implanted pending physician evaluation. This lead was subsequently returned with no allegations.

Manufacturer narrative:
The product has been received and is currently being analyzed. This event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, visual inspection revealed the lead was severed and only the proximal portion of the lead was returned. The proximal segment of the lead was confirmed to be electrically continuous. As the whole lead was not returned, we were unable to confirm the clinical observations.